Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. During troubleshooting it was discovered that customer is using a pumping action when removing air from the cartridge during the loading process. Clinical support informed the customer that using a pumping action when removing air from the cartridge during the loading process is off label per the tandem user guide. Customer's blood glucose level was 600 mg/dl. Elevated blood glucose was address with correction bolus via the pump.